Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer¿s allegation of cut in the cord was confirmed. The cable insulation was damaged and the device failed the cable leak test. It was determined that the malfunctions were due to a fatigue/degradation issue. The most probable cause of the complaint is component failure. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported during reprocessing, the camera head was found to have a cut in the cord. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, the camera head was found to have a cut in the cord. There were no reports of patient involvement.